Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the patient had a loss of stimulation. The consumer reported that the patient had a fall that could be related to this issue. The consumer reported that the patient programmer showed that stimulation was on. The consumer also reported that the patient needed reprogrammed because ¿it¿s just not hitting the right place¿ for ¿the last several weeks.¿ no further complications anticipated.